Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed followings; defects of the circuit boards were noted. The reported events were caused by the defects. Rusts were found around the rear panel connector, part of the interior, and part of the circuit board. Due to the defects of the circuit boards, the buzzer did not sound when the key on the front panel was pressed. If additional information becomes available, this report will be supplemented.

Event description:
The user facility said that the endoscopic image was intermittent. Then, during the evaluation of the device by olympus, the endoscopic image became black and white when the picture-in-picture function was on. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc guessed that the event that the endoscopic image was intermittent or was not displayed and the event that the buzzer did not sound was caused by the defect of the video processing board of the device due to aging or rusts. And omsc also guessed that the event that the endoscopic image became black and white when the picture-in-picture display was used was caused by the defect of the signal processing board due to aging or rusts. If additional information becomes available, this report will be supplemented.